Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Information requested, but not yet received.

Event description:
It was reported that the patient presented with an infection at the ipg site. As a result, surgical intervention was undertaken on an unknown date where in the scs system was explanted to address the issue. In a recent update, it was reported that the patient was implanted with a completely new system on (B)(6) 2024. The manufacturer representative also reported that the implant and the post-op programming went well.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. A patient presented with an infection at the ipg site was reported to abbott. Surgical intervention was undertaken wherein the scs system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.